Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 4/24/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned product was received in its original packaging with the wheel case insert. The lens was observed with residues of viscoelastic and with one haptic bent/distorted. The reported issue was not confirmed however haptic bent/distorted was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and use in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens kinked during insertion and there was folding issues. There was patient contact however the lens was not inserted, there was no incision enlargement. This event was observed while inserting lens into eye. Patient outcome noted as recovered. No further information provided.